Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address postal: unknown. Reporting institution phone #unknown. Reporter phone # unknown. Reporter email: unknown.

Event description:
It was reported that there is a latency of several seconds between the clinical desaturation of the patient and the repercussion of this desaturation on the scope. The device was in use on a patient at the time of the event. There was no adverse event reported.